Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, upon interrogation the physician noted that the device triggered an automatic restore of original programming parameters, a consequence of the pulse generator being in backup vvi mode. After the restore the device resumed normal function and the patient was perfectly fine. No intervention had been reported.